Event description:
It was reported that there was post-operative migration of a distal rfna low-profile locking screw following retrograde femoral nailing with adjunct lateral distal femur fixation using a vaco plate in a knee with an in-situ total knee replacement. The original procedure was performed on 19 january patient with poor bone quality. Follow-up imaging at approximately three months post-op prompted review when registrars flagged via group messaging at ~4 months post-op. Subsequent CT confirmed distal rfna locking screw migration. A jigless retrograde femoral nailing technique was utilised due to instrument tray issues (damaged/missing tray holes), requiring distal locking to be performed using a freehand ¿perfect circle¿ technique under fluoroscopic guidance with 2.5 mm guide wires. The operating consultant knew the risks and proceeded weighing up risk of non-op at the time. The rfna was inserted first, followed by vaco plate intended to sit laterally over the nail low profile screws. Low-profile distal locking screws were selected specifically to reduce implant prominence and facilitate overlying plate positioning. A zero end cap was confirmed as implanted per implant usage record. The procedure was impacted by intra-operative anaesthetic complications, including periods where the patient was critically unwell requiring escalation of anaesthetic support. At the time of distal fixation, there were active discussions between the anaesthetic and surgical teams regarding whether to proceed or stage/abandon the remainder of the procedure for completion at a later date. A decision was ultimately made intra-operatively to proceed with completion of fixation and application of the vaco plate construct despite these concerns. Post-operatively, CT imaging demonstrated migration of the most proximal distal rfna locking screw. The screw head remains positioned near the lateral rfna aperture, however the medial portion of the screw has migrated medially and is now buried within bone/soft tissue. There is no reported complete screw disengagement laterally at this stage. Initial discussion with the treating registrars included consideration of whether the rfna locking screw could be removed medially based on CT appearance. Subsequent internal review indicated that medial removal is not feasible due to the screw/nail interface and implant geometry, with the screw appearing to be bottomed out against the nail. It was further discussed that if medial extraction is not possible, potential options would include attempting lateral back-out if not obstructed by the overlying vaco plate, or alternatively cutting the medial protruding portion and leaving the retained segment in situ, with recognition that future removal of the nail may require more complex extraction techniques. The issue was identified on post-operative imaging review. According to registrars, the patient reported mild discomfort, without severe focal pain or acute neurological/vascular compromise. No other complaints, implant failure, or fractures were reported and as seen on imaging. No surgical revision or intervention has been undertaken to date. At the time of reporting, the operating consultant does not have a definitive management plan in place. There is no immediate concern expressed regarding the patient¿s current status.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available. H3, h6: investigation summary the product was not returned to depuy synthes; however, photos were received for review. The photo and x-ray investigation revealed the unk - screws: locking was moved from the original position. The migration defect can be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk - screws: locking would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.